Manufacturer narrative:
On 2/26/2020, the device evaluation details were updated to clarify that the customer¿s complaints of force and sensor errors and blood in the pebax were confirmed. The root cause of the errors observed and the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling and manipulation of the device during the procedure, however, this cannot be conclusively determined. In addition, the blood found inside the tip could affect the force feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and reddish material was found inside clear pebax, no external damage. Then, the magnetic sensor functionality was tested on carto and the catheter failed; error 105 was observed. A failure analysis was performed and the catheter was dissected at the tip area and loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The pebax was sent for sem analysis an it showed evidence of mechanical damage and a hole on the pebax surface. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, photographs provided by customer were examined and a reddish material is observed between 2 and 3 electrodes. Customer complaint is confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was reported by the customer that during pulmonary vein isolation (pvi) while ablation was conducted, the contact force became high and metal interference alert was displayed. As such, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, confirmed that blood has entered between 2-3 poles. The issue was resolved by changing it to another one. The procedure was completed without patient's consequence. The customer¿s reported issues of blood in the pebax, force issue and sensor error (high metal values) are not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 11/15/2019, the biosense webser inc. (Bwi) product analysis lab received the device for evaluation. During the initial visual inspection a reddish material was observed inside the clear pebax; no external damage. This finding was reviewed and considered not MDR reportable since the integrity of the device was maintained. On 12/6/2019, the catheter was further analyzed and subjected to a scanning electron microscope (sem) analysis and found evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. This finding was assessed as MDR reportable for the hole in the pebax. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 12/6/2019 and has reassessed this complaint as reportable.